Manufacturer narrative:
Model number: 72400098, lot number: 505164012, model description: control pump fgs. Model number: 72400024, lot number: 504677001, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because it was no longer cycling properly. The patient did not have any pain and there were no signs of infection. A new aus device consisting o f a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the patient experienced continued incontinence and the cuff appeared to not be tight enough. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.